Manufacturer narrative:
While getting of bed, patient reportedly put his weight on the cane. Invacare canes are designed to provide support, increased stability and assistance to an individual while walking. It is not intended to support the full weight of the user. Current user guides cover this stability issue. Manufacturer is working to obtain the product for an evaluation. Malfunction is not confirmed. MDR filed as a consumer allegedly went to the hospital.

Event description:
The consumer was getting out of bed and put his weight on the cane when the cane allegedly collapsed, causing the consumer to fall and hit his head on the dresser. Although the consumer allegedly went to the hospital, the extent of the alleged injury is not known at this time.